Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the quadripolar left ventricular (lv) lead exhibited high post-operative pacing impedance that subsequently started trending downward on one particular electrode. All pacing vectors involving other electrodes yielded normal electrical measurements. The physician was not concerned and no action was taken. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis; however, performance data collected from the device was received and analyzed. Analysis of the data indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. If information is provided in the future, a supplemental report will be issued.